Manufacturer narrative:
Concomitant medical products - model: 5076, lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed high and unstable thresholds, noise and high sensing integrity counter (sic). A lead replacement procedure is scheduled. No patient complications have been reported as a result of this event.